Manufacturer narrative:
Electrode belt sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The monitor sn (B)(4) was returned and evaluated at the distributor. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the monitor, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor sn (B)(4): 06/30/2016, electrode belt sn (B)(4): 09/09/2011.

Event description:
A us distributor reported that an (B)(6) patient passed away in a hospital during the night on (B)(6) 2020. Per clinical review of the patient's continuous ECG recordings, the patient received four non-lifevest defibrillations while wearing the lifevest on (B)(6) 2020 at approximately 11:00 pm. The download data does not show any evidence that the patient was treated by the lifevest. The patient received the four non-lifevest defibrillations while their rhythm was ventricular fibrillation (vf). The patient's rhythm was obscured by CPR/motion artifact, which prevented the lifevest from delivering a treatment during this time. It was reported that the hospital staff attempted to resuscitate the patient. There is no indication that a device malfunction caused or contributed to the patient's death.